Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the ER (emergency room) and was having periods of bradycardia. It was noted that the patients heart rate was below the programmed rate of the cardiac resynchronization therapy defibrillator (crt-d). The interrogation report noted what appears to be intermittent t-wave oversensing (twos) on the presenting egm (electrogram). The physician requested that a company representative be notified to follow-up with the patient that day. From follow-up by the company representative it was also reported that there was a pacing problem with the crt-d due to t-wave oversensing (twos) by the rv lead. The rv lead was reprogrammed. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.